Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the guide dot on the funnel of the clean cath does not properly line up to the coude tip and remarked that this has happened for 1 out of 5 of the catheters out of every box. Patient also stated that there were some that were twisted in the package and suggested that might be warped from the heat.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "rough or irregular shape." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Do not use if package is damaged. Bard and clean-cath are trademarks and /or registered trademarks of c.r. Bard, inc. Or affiliate. Warning: after use, this product may be a potential biohazard. Handle and dispose in accordance with accepted medical practice and applicable laws and regulations." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the guide dot on the funnel of the clean cath does not properly line up to the coude tip and remarked that this has happened for 1 out of 5 of the catheters out of every box. Patient also stated that there were some that were twisted in the package and suggested that might be warped from the heat.